Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced blood glucose versus sensor glucose differences with threshold suspend when blood glucose were not low. Customer states sensor glucose was 54 and blood glucose was 183 mg/dl. Customer also indicated that later on the sensor glucose was 400 mg/dl and the blood glucose was 173 mg/dl. Customer was advised on calibration techniques and after troubleshooting, customer was advised to call back should issues persist as customer states she was no longer having issues at the time of call.